Event description:
The affiliate reported the customer stated there were air bubbles in the reservoir. This happened with 5 pieces. The customer stored insulin at room temperature and handled correctly. No further info.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.